Event description:
It was reported that during a da vinci incisional hernia repair procedure, the cable on the mega suturecut needle driver instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable is broken at the distal clevis hub. The cable segment sticks out at the wrist. The distal clevis hub does not exhibit any wear. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.